Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet0261 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reet0261) have been reported from the same facility in (B)(6).

Event description:
It was reported "after peripheral puncture for PICC during guidewire introduction, no progression was observed, and it was decided to remove it because it presented a feeling of vacuum, and clots exited in medium quantity. An opening was observed in two parts of the malleable and distal portion of the wire without breaking the tip, which was completely removed. A second attempt at the procedure was performed with a second PICC and there was no progression of the thread either, with the presence of clots in an average quantity, and the decision was made to complete the procedure. The assistant communicated about the event and she viewed the guide wire. I add that the broken guide wire is not what is inside the powerpicc." Additional information: was there an extension of the patient's hospitalization due to what happened? No. Imaging examination was performed to substantiate the answer. This report addresses the second device.